Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Event description:
The event involved a bag spike adapter w/spiros® w/red cap, vented cap that reportedly underdelivered chemotherapy during patient infusion. The reporter stated that the bag and chemo totaled 124g. The set rate was 200 ml/hr vtbi: 95ml, but there was still 30~40 ml chemo in IV set after finish infusion. There was patient involvement, however, no harm was a consequence of this event.

Manufacturer narrative:
One used ch3034 was received for evaluation along with unknown needle, plum set, clave, chemoclave® vented bag spike, saline injection 0.9% sodium chloride 0.9% 100 ml intravenous bag. The empty flexible bag was filled with 100ml of water and the entire fluid path (as returned) was primed and allowed to flow at gravity pressure. The drip rate was constant and the 100ml infusion bag was able to be completely drained of water without noticeable reduction in flow. The vent cap on the side port of the ch-14 remained closed since the vented side port is not needed with a flexible infusion bag since the bag itself collapses until the entire contents of the bag is delivered. During this testing the contents of the flexible bag were able to be completely drained with a steady drip count during the entire test. The ch-14 and ch3034 performed as designed and expected without restriction that would result in under delivery during use. The ch3034 bag spike adapter was primed and pressure leak tested. The ch3034 bag spike adapter assembly primed without difficulty and met pressure leak expectations without leakage. A series of photos were returned showing an infusion system including a pumps set, a ch3034 adapter, and a ch-14 vented bag spike. The ch-14 vented bag spike was inserted into a flexible 100ml bag of fluid. There are photos of the pump and the delivery, the flexible infusion bag with some amber fluid in the bag, and what appears to be a flexible bag with some labeling on the front. There was nothing abnormal observed with the ch-14 vented bag spike or ch3034 bag spike adapter. The complaint entire fluid path including the ch3034 bag spike adapter was functionally tested and there was no evidence that the ch3034 bag spike adapter would be responsible for under delivery of infusion. The complaint was unable to be replicated or confirmed. A device history review could not be conducted because no lot number(s) was/were identified.